Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. D4; batch # 573a97. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with no apparent damage and with one ecr45w reload loaded in the device. The reload was received partially fired 1/3 and with damage on the cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, an unknown trocar was returned in the shaft of the device and some unknown clips were returned along with a piece of tissue. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event of "would not open and manual switch issue", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 573a97, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was done to remove the device once the procedure was converted to open? [Ans; surgeon use scalpel to cut at the site next to the staple line and suture the cut site.] Which liver segment was being resected? [Ans: s2 s3 was being rejected]. Was the device fired on liver parenchyma or blood vessel? If blood vessel, which one? [Ans: over liver parenchyma]. Can more details be provided about the hand sewn ¿anastomosis?¿ [ans: it is replacing the resection site. Sorry as wrong info provided before. No anastomosis was done.] At which stroke did the device lock out? [Ans: 1st] when the stapler was removed, did the surgeon confirm the presence of hemo lock clip(s)?. [Ans: cannot confirm. As if it was presence, it was inside the jaw which they cannot open the jaw.].

Event description:
It was reported that during a lap liver sectionectomy case it was suspected the the jaw of the device was placed over a hemolock although the jaw can be smoothly closed. So it was initiated and the firing trigger (with white reloads). It was jam right after the doctor initiates the firing trigger. The surgeon worried the hemolock was stuck inside so she tried to open jaw. Turn out all trigger was locked. Then she used the red manual knife reverse button and tried closing the trigger. The stroke count indication was at 0. But still cannot open jaw. At last they removed the echelon through open surgery and hand sewn the anastomosisthe surgery was delayed.

Manufacturer narrative:
(B)(4). D4: batch # x94053. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was done to remove the device once the procedure was converted to open? Which liver segment was being resected? Was the device fired on liver parenchyma or blood vessel? If blood vessel, which one? Can more details be provided about the hand sewn ¿anastomosis?¿ at which stroke did the device lock out? When the stapler was removed, did the surgeon confirm the presence of hemo lock clip(s)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.